Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. It was reported that the patient was a neonatal patient in the nicu.

Event description:
It was reported that a three-way stopcock leaked and led to a neonatal patient developing positive blood cultures. The neonatal intensive care unit (nicu) nursing staff had attached the three-way stopcock to a luer locking umbilical catheter. A saline syringe was attached to one empty port and a continuous intravenous infusion is attached to the third port. The nursing staff noticed that the stopcock leaked, causing the bed linens to become wet. The patient was placed on antibiotics and received ongoing monitoring. As of the follow up provided by the nicu manager on december 15, 2016, the patient was still convalescing. No further adverse health outcomes were reported.

Manufacturer narrative:
It was reported that the patient was a (B)(6).

Event description:
It was further reported that the patient had "no unusual setup." According to the reporter, total parenteral nutrition infusion (tpn) began on (B)(6) 2016. The first noted occurrence of a suspected cracked stopcock was on (B)(6) 2016. According to the reporter, the next day ((B)(6) 2016) the nurses observed a change in the patient's condition. The patient condition was apneic, desaturations, slightly off color, and decreased tone. It was reported that after noting the patient condition, a septic workup was completed and oral feeds were put on hold. According to the reporter, the patient had a positive blood culture ((B)(6) 2016) for staph epidermidis. The patient was administered 10 doses of cefotaxime and 14 doses of vancomycin via intravenous therapy; the medication began on (B)(6) 2016. On (B)(6) 2017, the patient was taking full feeds orally and was ready for discharge.